Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "insulin should be at room temperature before filling cartridge."

Event description:
It was reported that the customer went to the emergency room (ER) due to experiencing a high blood glucose (bg) level of 430 mg/dl. The customer was treated with fluids and insulin. Upon being released from the ER the customer changed the insulin in the pump. Reportedly, the customer used cold insulin and had reused insulin. Additional information regarding the reported issue was not provided.